Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and bone cancer ('bone cancer') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have bone cancer (seriousness criterion medically significant) and experienced pain ("pain/ hurts"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and bone cancer outcome was unknown and the pain had resolved. The reporter considered bone cancer, medical device removal and pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: bone cancer, essure device removal. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received. Case becomes an incident. New events added: bone cancer, essure device removal. Outcome of previously added event pain was updated to recovered/resolved. Reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced bone pain ("deep bone pain/ hurts"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the bone pain had resolved. The reporter considered bone pain and medical device removal to be related to essure. The reporter commented: she went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: bone cancer, essure device removal. Amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer-2017-210286 to which all information was transferred, then this duplicate case # us-bayer-2019-201965 will be deleted. Also deleted: bone cancer since it refers to "deep bone pain" : she posted that she went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.